Event description:
Diaphragm valve failure, no patient harm occurred another agilis was opened and used to complete the case. Manufacturer response for vascular introducer, agilis nxt steerable introducer (per site reporter).